Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 9. Device available for evaluation? H3. Device evaluated by manufacturer? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer? H 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. Additional information was requested, and the following was obtained: where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Inside the sterile barrier. The following information was requested, but unavailable: is it possible that the foreign material fell into packaging upon opening of device? Unk. Was the product seal on the foil still intact when the package was opened? Unk. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Is it possible that the foreign material fell into packaging upon opening of device? Was the product seal on the foil still intact when the package was opened? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. During surgery, when the bag was opened, it was found that there had been a sesame-like foreign matter. The product was not used for the patient. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.